Event description:
A healthcare professional reported that the valves leaked during a right eye vitrectomy procedure. The procedure was completed without any harm to the patient. No product sample was retained for this event. Additional information has been requested.

Manufacturer narrative:
(B)(4). A device history record (DHR) review for each of the component lots was conducted. According to the DHR reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The product released met the manufacturer¿s acceptance criteria. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described; a sample was not returned. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).